Manufacturer narrative:
Product complaint#: (B)(4). Updated sections on this med watch: b4, b5, d4 (primary UDI number), g3, g6, h2, h6 (health effect - impact) . Additional/modified information was received on 17-jul-2024. Summary: the adverse event term "acm dissection" was update to "middle cerebral artery dissection." Additional information was received on 19-jul-2024. Summary: per the information received, the dissection occurred during the procedure. The procedure was terminated with mtici score of 0 and no clot retrieval due to the dissection. The event resulted in prolonged hospitalization but no neurological deficits. The principal investigator considers unknown causes for the dissection. Per the additional information received on 19-jul-2024, the event of ¿middle cerebral artery dissection¿ resulted in prolonged hospitalization; therefore, the health effect - impact code "hospitalization or prolonged hospitalization" has been added to this report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study (B)(6), a 72-year-old female (subject (B)(6) with a medical history of diabetes, presented with a witnessed stroke on (B)(6) 2023 at 22:15. The patient was then presented to the treating hospital on the same day at 23:05, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 16 and modified rankin scale (mrs) score was ¿1-no significant disability. Able to carry out all usual duties and activities.¿ on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm (et307537/ 23g095av) for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 0, with no clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 phenom microcatheter, a 0.071 react intermediate catheter, and a 0.088 penumbra neuron max long sheath were also used. There were no study device deficiencies during the procedure. The patient¿s 24-hour post-procedure nihss score was 20. On 22-dec-2023, the patient experienced the event of ¿acm dissection,¿ which became known to the site and sponsor 07-may-2024. The principal investigator (pi) assessed this event as a serious adverse event, moderate in severity, and as probably related to the embotrap iii study device, unrelated to the large bore catheter (not used), and probably related to the primary surgical procedure. The event was said to be ¿expected/anticipated.¿ the event was not medically/surgically treated. The outcome is recorded as ¿recovered/resolved,¿ with an end date of 23-dec-2023. On (B)(6) 2024, the patient was discharged to an extended care facility with a nihss score of 7 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ on 07-may-2024, the patient was discontinued from the study due to being ¿lost to follow-up.¿

Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 23g095av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Intracranial artery dissection is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. The use of the embotrap iii was terminated before the three allowed retrieval attempts per the IFU and the final/end of procedure mtici score was 0, which signifies treatment failure. However, the decision to terminate treatment was made at the physician¿s discretion and there is no alleged product malfunction, or evidence to suggest that the device failed to meet its performance specification. The event of ¿acm dissection¿ was assessed by the pi as being probably related to the embotrap iii study device and probably related to the primary surgical procedure; therefore, the correlating relationship between event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the patient¿s 7-day post-procedure neurological assessment shows significant worsening regarding patient capacity for independent activities of daily living (adl), as seen by comparison to the patient¿s baseline mrs score, 1 to 4. It is unknown if the event of an arterial dissection contributed to this outcome, but this possibility cannot be ruled out. Based on this information and the assessment of the pi, the event of ¿acm dissection¿ does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 07-may-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b1, b2, b4, b5, d4 (primary UDI number), g3, g6, h2, h6 and h11. Section b5: additional/modified information was received on 14-aug-2025. Summary: on (B)(6) 2025 a clinical event committee (cec) adjudication for the adverse event of ¿middle cerebral artery dissection¿ was received. The cec adjudicated event term was updated to ¿middle cerebral perforation.¿ the event was assessed as being life threatening and required medical/surgical treatment (unspecified). The cec assessed the event as being possibly related to embotrap study device and as having a causal relationship to the study procedure. The cec assessed the event as not related to the large bore catheter. It was further commented that the clinical relationship was ¿possible: in the presence of hi2, ph1, rph, ivh, sah, sdh even if ischemic infarct may have contributed predominantly to the deterioration.¿ per the additional information received on 14-aug-2025, the adverse event term was updated to ¿middle cerebral perforation¿ resulted in a surgical intervention. Vessel perforation is known complication associated with the use of embotrap iii thrombectomy neuravi device and is listed in the instructions for use (IFU) as such. The damaged vascular structure will likely require intervention or repair to prevent further injury to the tissue. Timely intervention is expected to result in complete recovery; therefore, imdrf health impact code: surgical intervention has been included to reflect this additional information. Imdrf clinical symptoms code: intracranial artery dissection was removed and replaced with vessel perforation. No further changes were required. The event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.